Manufacturer narrative:
A field service engineer serviced the unit and could not reproduce the error. The computer was replaced and sent for further evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. A review of the trend analysis, risk assessment, and directions for use is underway. The investigation in ongoing.

Event description:
A user facility reported that the system shutdown during procedures. The system was rebooted and there was no reported patient impact.

Manufacturer narrative:
A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.